Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a shock and since then they have been hearing alert tones. It was noted that the tones were related to the patient receiving a shock. A follow up with the patient's healthcare provider yielded that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for atrial fibrillation (af). The patient's medication was adjusted. The device remains in use. No further patient complications have been reported as a result of this event.